Event description:
Sudden onset of violent chills. Over next 1-2 days I noticed left breast implant site was swollen, hot, and painful. Until I finally had surgery for removal (B)(6) 2020, I developed other symptoms - headache, low grade fever, cough, fatigue, hypotension, joint aches, loss of appetite, nausea, dyspnea. I had the implant placed (B)(6) 2008 post left modified radial mastectomy. FDA safety report ID # (B)(4).